Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for spinal pain. The pump contained an unknown brand of morphine at an unknown concentration and dose. It was reported the patient had their pump removed due to infection the day before report ((B)(6) 2016). The patient put on a fentanyl 75 mcg patch, but stated they had never felt so bad.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.